Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, the inner sheath and the remainder of the device were checked for damage. It was noticed that the inner sheath was completely separated from the device. The outer sheath showed a kink approximately 15cm from the marker band. The outer shaft also showed a deformed or damaged area approximately 1cm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the iliac artery. A 8x80x120 epic¿ vascular stent was deployed to treat the target lesion. Upon removal of the stent delivery system (sds), the inner sheath separated and had to be removed from the wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the iliac artery. A 8x80x120 epic vascular stent was deployed to treat the target lesion. Upon removal of the stent delivery system (sds), the inner sheath separated and had to be removed from the wire. No patient complications were reported and the patient's status was fine.